Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death is listed in the xience xpedition ce eluting coronary stent systems instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was on (B)(6) 2014 was to treat a narrow 100% stenosis proximal right coronary artery. The patient presented with intermittent chest pain. Three xience xpedition stents (2.5 x 33 mm, a 3.0 x 18 mm and a 2.5 x 15 mm) were successfully implanted and the patient was discharged on (B)(6) 2014. Information received from the four year follow up on 01-mar-2018 indicated that on (B)(6) 2017 the patient died of a heart attack at home. Per the physician, the relationship between the event and the device is unknown. No additional information was provided.